Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis findings are as follows: the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and had a variable trend; a lead impedance out-of-range alert was triggered on (B)(6) 2013; impedance on the rv (right ventricular) defibrillation coil was variable and beyond the expected upper range. Svc and active can defibrillation impedances rise and vary from an approximate baseline of 50 ohms to greater than 250 ohms between the weeks ending (B)(6) 2013.

Event description:
It was reported that, during a routine device follow-up visit, a review of stored data showed episodes of high impedance levels on both the right ventricular (rv) and the superior vena cava (svc) coils of the rv lead. The physician conducted an x-ray examination as well as manipulation testing with programming adjustments and was unable to confirm a cause of the rv lead impedance issues. The physician elected to take no additional action and to observe the patient further. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant product: d284vrc implantable cardioverter defibrillator (B)(6) 2013. (B)(4).